Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, the patient underwent an endovascular repair of a ruptured thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. The preoperative aneurysm diameter measured 55 mm. On (B)(6) 2011, the patient presented with a second rupture of the thoracic aortic aneurysm. CT images also showed a suspected aortobronchial fistula. The aneurysm diameter measured 44 mm. No endoleak was observed. The cause of the second rupture or the aortobronchial fistula is unknown. No treatment was performed and the patient expired on the same day due to the aneurysm rupture.